Event description:
The customer reported that the ventilator's ac power cord showed evidence of overheating at the male plug end while it was plugged into the ac power wall receptacle. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The customer reported that the plug was hot to the touch when pulled from the outlet and one of the pins stayed in the outlet. No part will be returned for failure investigation because the customer scrapped out the power cord.